Event description:
Customer stated that her bg was high (296 - 441 mg/dl) and stated that cannula on pod appeared to be fine and that there was not any evidence of blood, but there was a little excessive insulin around the site that was questionable. Customer changed pod and returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.